Event description:
The customer reported via phone call that they experienced high blood glucose. That the quick deconned are not staying in place and the blue lines are lined up. The customer¿s blood glucose level was 300 to 400 mg/dl. The customer treated high blood glucose with needle. Troubleshooting was declined. No further patient complications were reported. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.